Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Additionally, the customer experienced an elevated blood glucose (bg) displayed as "high"; specific value was no provided. A manual insulin injection was administered to address bg level. The customer reverted to an alternate method of insulin therapy.